Manufacturer narrative:
Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 01-oct-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implantable neurostimulator (ins). It was reported there was an infection at the pocket incision. No environmental/external/patient factors were known to have led or contribute to the issue. Diagnostics/troubleshooting was noted as external observation of the infection. The ins and extension were explanted, the site as cleaned, and the patient was given antibiotics. The issue was resolved at the time of the report. No further complications were anticipated.